Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse confirmed the error in the error log. Fse then reproduced the error by performing an all set home of the b/f unit. Fse found that the b/f probe 2 cable was defective. Fse then replaced the b/f probe 2 cable and tested operation without any further errors. The customer ran quality control with acceptable results. The instrument was verified as operational. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 13-nov-2017 through 13-dec-2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4451] b/f probe 2 home detection failure. Cause : the home sensor failed to activate after b/f probe 2 moved toward the home position. The measuring operation is suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the 4451 b/f probe 2 home detection failure error message has not yet been determined. The investigation is in progress.

Event description:
A customer reported error message 4451 b/f probe 2 home detection failure with the aia-2000 instrument. The customer performed a reboot, an all set home, and a reboot but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the bf probe motor cable was returned for evaluation. The part was visually inspected using a multimeter to check the continuity of the cables and did not find any fault. However, upon functional testing, error 4451 bf probe 2 home detection failure occurred. Upon further functional testing with the cable on the test bed, the pulse motor made unusual noises when the probe was attempting to home. Additionally, the pulse motor was not moving the correct number of pulses and/or in the wrong direction. The part failed functional testing. The issue was confirmed. Device evaluation codes: methods: 4109 historical data analysis; 10 testing of actual/suspected device; results:4203 electrical/electronic component problem identified; conclusion: 4307 caused traced to component failure. The most probable cause of the reported event was due to a faulty bf probe home sensor to bf probe pulse motor cable.